Manufacturer narrative:
G4: 27dec2019. B4: (B)(6) 2020. The manufacturer¿s field service engineer (fse) confirmed the reported touch screen issue. The manufacturer¿s field service engineer (fse) replaced the touchscreen to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined. If parts are returned, the complaint will be reopened and an investigation will be performed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12/17/2019.

Event description:
The customer reported touch screen is not functioning. There was no patient involvement.